Event description:
It was reported on 01/30/2023 by a sales representative via sems that an ar-5400-01 glenoid targeter is sticking. Case involvement, no patient effect.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. One unpackaged ar-5400-01 batch 022201 was received for investigation. Functional testing was not performed due to the device's slots damaged. Visual evaluation noted nicks and the edges of the slots for the attachments. The reported condition is most likely caused by overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging.